Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump did not deliver the requested amount of insulin when the cartridge has less than 20 units of insulin left. Customer's blood glucose ranged from 300-400 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.